Event description:
One pt sample with discrepant total psa results. Initial result gave 1.27 ng/ml; same sample repeated two times gave 0.504 and 0.525 ng/ml each time. Erroneous results were not reported. The field service rep performed performance tests which were within specification.